Manufacturer narrative:
(B)(4). The oxygenator is currently being evaluated. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that the oxygenator leaked blood on the side of the safety clamp and had to be replaced. (B)(4).